Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell at their torso in their garden and the patient heard a care alert after they fell. It was suspected the fall generated a device problem with suspect damage to the cardiac resynchronization therapy defibrillator (crt-d) system. It was noted the system will be revised with potential replacement. No patient complications have been reported as a result of this event.